Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. The user also reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours. The customer could smell and feel insulin when it was noticed the cannula did not deploy as intended. The customer reported as a result the cannula had not inserted into the infusion site. A new pod was applied with an injection of 1 unit of insulin to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was received with the cannula assembly fully deployed. No issues were found that would indicate the cannula did not deploy. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.